Manufacturer narrative:
One 2.4mm drill tipped guidewire from the 1.2mm endobutton ultra cl pac was returned for evaluation. Visual inspection confirmed the reported complaint. Approximately 3.245 inches of the distal tip has been broken from the shaft. The shaft is bent and scored heavily from over drilling in this area. The condition of the device is the direct result of drilling over a bent guidewire. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl using the 72202799 endobutton cl ultra pac 1.2, the healthcare professional shot guide pin into tibia. Then, when over-drilling with 9mm solid drill, the tibia guide pin broke in half. Healthcare professional went back in to retrieve broken piece out, which took 30 to 45 minutes to get the piece out. It was successfully removed with hemostat and graspers. No other complications were noted.